Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the freestyle librelink application. As a result, the customer was unable to monitor glucose with sensor readings and experienced ephalea, dizziness, nausea and dry mouth, requiring treatment of glucagon by their spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung a335 phone with android 13 operating system. Customer experienced a signal loss and was unable to obtain readings. As a result, the customer was unable to monitor glucose with sensor readings and experienced ephalea, dizziness, nausea and dry mouth, requiring treatment of glucagon by their spouse. There was no report of death or permanent injury associated with this event.